Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "autofill failure" and "maintenance code #2" (drive transducer offset failure) messages. The unit was replaced with the second pump. This second pump displayed the same alarms. Refer to MDR 2249723-2014-01058 and internal complaint # p-11-00342 for the second pump. The pt was switched to third pump and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported event; however, the alarms were verified in the system log. The company rep verified the transducer calibration and function and returned to the customer. The event persisted next day. The company rep replaced the pressure transducer (part number 0682-00-0076-01). The company rep performed all functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).